Event description:
It was reported that there was no output when the pulse generator was connected to the pacing lead. The patient became asystolic and a pacing system analyzer (psa) was used to pace the patient until a new pulse generator was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to exhibit normal electrical characteristics. The reported condition could not be reproduced.